Manufacturer narrative:
The hill-rom field investigation indicated there is at least 6 inches from the top of the mattress and the top of the siderails. The technician in-serviced the staff on the proper operation of the unit. The nursing staff stated that the siderails were in the up position when the fall occurred. There was no malfunction with the unit.

Event description:
Customer filed a medwatch indicating that while a patient was being turned, she rolled off the bed and fractured her hip.